Event description:
MFR received a report of a pt cutting himself on a screw protruding from a manual wheelchair. Through evaluation of the device, it was discovered the screw involved was a part of a modifications which was not performed by the MFR.